Event description:
It was reported that ge healthcare received a request for service from the hospital for a high coil temperatures indicated by the mr scanner. A ge field engineer (fe) was dispatched to the site and identified the cause to be with a third-party's chiller cooling system. Maintenance and repairs of the cooling system is contracted with the third party company. The fe contacted the third party to request for service, but the third party was not able to provide immediate support to the hospital. A hospital technician, however, proceeded into the equipment room to investigate. The technician found one valve was leaking under the equipment room floor. Reportedly, the valve suddenly broke and antifreeze sprayed into the technician's face. The technician sought immediate medical attention and was diagnosed with peeling "scarf skin" on the corneas of both eyes. The technician is currently receiving medical treatment.

Manufacturer narrative:
An investigation is ongoing.